Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyrotropin (tsh) results for one patient sample from a cobas e602 analyzer. The specific date of testing was not provided. The sample was submitted for investigation and was tested on centaur, analytical e module (e170), and cobas e411 analyzers. Information concerning if any result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. A specific root cause could not be determined as insufficient sample material remained for further investigation. Additional information for further investigation was requested but was not provided. From the information provided, a general reagent issue could most likely be excluded. The differences in the results between the roche and siemens analyzers may be due to the different setups of all assays, the antibodies used and the variances in reference methods. The values of all thyroid parameters vary in function of age, gender and other population characteristics which should be taken into account when analyzing values for thyroid parameters.